Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the cartridge noted that the loading unit was fully applied. During functional evaluation, the loading unit was loaded into a post market vigilance (pmv) instrument. It was observed that the anvil could not be closed completely on the initial clamping stroke. This was an indication that the loading unit anvil was deformed at the clamping feature. Engineering investigation found depressed pushers behind the two most distal end pushers which is caused by the excess pressure from the tissue pushing the pushers back into the cartridge. Engineering review of the anvil showed evidence of staple strikes indicating the anvil and cartridge were in proper alignment during firing. The fired staple cartridge was removed from the device for visual analysis of the sled and no abnormalities or discrepancies were found. When the sulu was disassembled, the interlock assembly was reviewed and found to be properly engaged in interlock and was properly assembled. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: surgeon fired the reload and it cut tissue but did not staple the tissue. No staples fired into the tissue. The patient was converted to an open colectomy and the case was finished with open staplers without further incident. Current patient status: good. There was no patient injury/hazard. There was no user involvement. There was no user injury/hazard. There was no unanticipated tissue loss. There was an unanticipated extension of the incision by more than 1 inch; but measure of extension of incision is not available. There was no unanticipated blood loss of more than 500cc. The operating time was not delayed for over 30 minutes. There was no device fragment that fell into the patient cavity. There was no device fragment left in the patient. Endo gia universal was used with the device